Event description:
Dim led segment was reported.

Manufacturer narrative:
Corrected h6. H10. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced u3, led on display board assy for segment dim. Replaced left/right side iui connector assy was corrosion. A review of the device history record for sn (B)(6) was performed from 11/11/2014 to 8/21/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the led dsply grn 7seg 7.6mm dip10. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer.

Manufacturer narrative:
The affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Dim led segment was reported.